Event description:
Device report from synthes reports an event in finland as follows: it was reported on (B)(6) 2022, that a surgeon from hus töölö neurosurgery ward contacted me yesterday evening about a viper prime l5/s1 fusion we did on (B)(6) 2022. The rods had slipped out of the l5 screw and the vertebrae has slipped to the same position as it was preoperatively. I am waiting for possible further information but this is all I know at this point. This report is for one (1) viper2 lordotic rod-45mm. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional product codes:kwp, nkb, osh, kwq and mni. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.